Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. Customer stated that they treated low blood glucose with food and glucose tablets. Customer stated that they using insulin pump within 48 hours of reported low blood glucose event. Auto mode feature was inactive at time of event. The insulin pump will not be returned for analysis.